Event description:
Us complainant reported that the patient (pt) was being placed on impella cp support after presenting with cardiogenic shock. It was reported that the pt has a gi bleed and was in renal failure. The care team is giving the pt albumin. Additionally, it was also reported repeated suction alarms/placement signal alarms. It was recommended to further reduce p level and review volume. Multiple echo's done that shows that the impella was in good position. It is unknown if the suction issue was resolved. This is reportable for the gi bleed (vascular damage), renal failure and low pump flow.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.